Event description:
There was an issue with cleviprex running through the white port of an 8f swan backing up into the brown port of the 9f double ij/cordis. Dopamine was in line/hooked up to the brown port, but not running. It was noted that there was a back up of white in that line, and was assumed it was likely cleviprex. Securement of the cap was double checked.